Manufacturer narrative:
Section d1: model name corrected. Section d4: model/catalog number corrected. Section d4: UDI corrected. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log files. The reported event of damage to the white power cable was not confirmed as no product was returned and no images of the damage were submitted. On 22jun2025 from 23:50:35-23:50:36 and 23:50:55-23:51:01, the log file captured no external power alarms due to both power cables being disconnected at the same time. The alarms briefly resolved when the black power cable was reconnected to external power and resolved again when the white power cable was reconnected to external power. The backup battery supported the system without issue during these events. The simultaneous disconnect of both power cables did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. The root cause of the no external power alarms was determined to be due to user error in disconnecting both power cables at the same time. A root cause for the damaged white power cable was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and heartmate 3 patient handbook are currently available. The heartmate 3 IFU section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve no external power alarms. The heartmate 3 IFU section 3, entitled ¿powering the system¿, instructs the user to ensure one power cable is always connected to an external power source. The heartmate 3 IFU section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided on 21jul2025 that the power cable damage did not have exposed wiring prior to applying rescue tape. No pictures of the damage were available. There was no plan to exchange the system controller at the time. No other concerns were reported regarding the performance of the system controller. The patient remained ongoing with care.

Event description:
It was reported that there was a tear on the white power cable that was taped with rescue tape. The site noted the patient to not be an ideal candidate for a system controller changeout due to palliative inotrope medications despite the ventricular assist device (vad).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.